Event description:
It was reported that the patient fainted and was declared deceased before emergency rescue. The family of the patient suspected that the device did not defibrillate at that moment. Follow up could not confirm the cause of death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.